Manufacturer narrative:
Na

Event description:
The nurse stated that while testing the patient in the coaguchek xs meter (serial number (B)(4)) a result of 4.6 inr was obtained. This was not the expected result for this patient so they retested him using the coaguchek xs meter (serial number (B)(4)) and obtained a result of 2.3 inr which is within the range they expected. A new finger was used to obtain the sample for the second test and it was reported that they were within minutes of each other. There were no changes made to the patient's warfarin. The same vial of strips was used for the tests with both meters. The patient was not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. He has not had any changes in his diet, medication or supplements. It was reported that he does not have polycythemia and he is not anemic. The patient's therapeutic range is 2.0-3.0 inr. It was reported that the patient's condition is good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206198) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The returned meter and reference meter were tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification.